Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on unknown date in september, with unknown blood glucose. Customer¿s blood glucose at the time of incident was 19.0 mmol/l. The customer was treated with intravenous drip with glucose. Customer's mother also reported bent cannula. Customer had not alleged that insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.